Event description:
The surgeon reported hypopyon and endophthalmitis at approximately 1 month postoperative. The lens remains implanted. Pt has not been seen since the diagnosis. No other info is provided. The cause of the reported event is unknown at this time. The surgeon reported this event to all mfrs because the products were used in the surgery.